Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had recurring insulin flow blocked alarms during bolus. The customer¿s had high blood glucose of 312 mg/dl at the time of the incident. The customer stated that the insulin does not exit the tubing or pump alarms. The customer does not agrees pump was not operating as designed. The customer was advised to discontinue to contact health care professional if no reason was found. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly noted during testing. Unit received with minor scratched lcd window, cracked retainer and scratched case.